Manufacturer narrative:
Device evaluation: based on the device analysis grid, the assessments of the complaint are: ¿ capsular contracture : unable to observe since it is a medical event and is not related to the device. Additional observation: ¿ observed, two openings on the posterior side assessed as surgical damage. ¿ crease observed inside the device. ¿ brown particles observed on the device. No further actions are required as no issues with the manufacturing process are observed.

Event description:
Healthcare professional reported a right capsular contractures, baker grades iii, and exchange. Device has been explanted.

Event description:
Healthcare professional reported a right capsular contractures, baker grades iii, and exchange. Device has been explanted.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. The event of capsular contractures is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: capsular contractures, baker grades iii.